Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. Current repair: product evaluation: product review of the electric dermatome sn (B)(6) by flextronics on (B)(6) 2020 revealed that the motor speed was not stable. Product repair: repair of the device was performed by flextronics on (B)(6) 2020 which included replacement of the following: motor the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the surgeon complained that the dermatome was not cutting properly. There was no harm, no medical intervention, and no delay. No adverse events were reported as a result of this malfunction.